Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. The insulin pump also has cracks around the battery compartment. Customer's blood glucose level at the time 143 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was also received with moisture damage on the motor board and liquid crystal display circuit board. No moisture damage was noted on the motherboard, interface board, radio frequency board, vibrator or battery tube assembly during the visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.